Event description:
The customer reported that during therapy they had not opened the transfer set. This was reported during a call with the service center, regarding an alarm on the homechoice. The home patient (hp) stated that when they connected to the patient line and pressed go, to start the initial drain, they had not opened the transfer set. The hp then ended therapy and the technical service representative (tsr) advised the hp to start over with new supplies. The tsr recommended the hp to contact their registered nurse about the alarm. Proper procedures were reviewed. There was patient involvement, however no patient injury nor medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the patient at home guide, the user is instructed to ensure that the transfer set is open prior to initiating therapy on the homechoice. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. If additional relevant information becomes available a follow up medwatch will be submitted.